Manufacturer narrative:
All of the buttons functioned properly during test. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump had normal operating currents and was monitored for several days with no battery alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 124 mg/dl. The customer was advised to review battery indicator and it does show less than 2 bars. The customer also reported via phone call that she had a failed battery test on the insulin pump. Customer was advised that the device would be replaced. The customer also reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the buttons are not responding. The customer does not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.